Event description:
An ongoing issue was reported that the insulin gauge was intermittently inaccurate. There was no reported impact to the customer¿s blood glucose level. The customer reloaded the cartridge and the issue persisted. The customer declined to load a new cartridge and continued using the existing cartridge for insulin therapy.